Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that they first noticed the electrodes in (B)(6) 2018. Patient reported they needed to turn it up and it wouldn¿t. Patient reported they turned their stim off and on a couple times with no change. They had made an appointment with the surgeon and manufacturer's representative. Patient reported no success with reprogramming. It was determined that the electrodes weren't working and patient will have surgery sometime (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had 8 electrodes across the lower back of their head and had the stimulation for occipital neuralgia for about 13 years. The patient stated they were unable to increase or decrease the intensity of the left 4 electrodes. The patient said it was on and working all the time but they have the need to increase and decrease the intensity occasionally. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there were no changes; the patient attempted to turn the stimulation up and #0-3 didn't go up and #4-7 (electrodes) did go up or down. The patient was scheduled for a revision on (B)(4). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient was getting intermittent stimulation on the left side. Impedance issues were found with electrodes zero, three, and four. Electrode 0 had an impedance of 8 ,000 and electrodes 1, 3, and 4 had impedances > 10,000 ohms. The rep could not re-establish adequate therapy on the left side. Reprogramming was attempted, but the rep was unable to reestablish adequate therapy. The right side is still well covered. A revision is planned, but not yet scheduled. The patient¿s medical history includes chronic headaches and fibromyalgia. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.